Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2008 patient underwent far lateral microdiscectomy at l3-4. No patient complications were reported. On (B)(6) 2008 patient underwent "tplif" and far lateral decompression at l3-l4 with posterior lumbar interbody fusion at l 3-l4 and posterolateral fusion from l3 to l5 using the instrumentation and microscopic dissection; iliac crest from the posterior iliac crest. Preop and postop diagnoses: degenerative disease, sciatica, lumbar spine. As pre op-notes: after a thorough irrigation, distracted and inserted a 9-mm t -plif cage with the patient's iliac crest bone graft in the center. This was obtained through a splitting incision over the left posterior iliac crest and then harvesting bone with the 12-mm quickdraw harvester and some gouges. After a thorough irrigation, this was closed in layers. Bone morphogenic proteins (bmp) ii small kit was used and placed into the disk space and across the right-hand side from the left, cage in with bone graft and then the rest of the iliac crest graft was packed in behind to seal the bone morphogenic proteins (bmp) ii and cage in its posilion in the disk space. Once this was done, after another thorough irrigation, then debrided the transverse processes from l3 to l5 bilaterally and used the rest of local bone and iliac crest graft and mixed it into a slurry and placed it on the left side. On the right side, 10 ml of genex was formed into a sausage ring and then laid along the side of the spine to improve fusion on the right. Once this was done, heads were applied, rods were contoured and applied, caps were applied, compression applied, and intercorutecting linkage for rotational stability applied at the l3-l4 level. No patient complications were reported. On (B)(6) 2009 patient underwent "acdf" c 4-c7. No patient complications were reported. On (B)(6) 2010 patient underwent removal of spinal hardware. Exploration of fusion. Foraminotomy, left l2-3. Transverse process arthrodesis, l5 to s1. Separate site transverse process arthrodesis, l2-3. Pedicle screw instrumentation, l1-2, 2-3, and separate site l5 to. The l5-s1 is nonsegmental instrumentation, l1 to 3 segmental instrumentation. Transverse process arthrodesis, l2-3 and separate site l5-1 utilizing bone morphogenic protein bone graft extender and bone marrow aspirate. Bone marrow aspiration from the l2 transpedicular approach. Fluoroscopy greater than 1 hour. As per op-notes: bone morphogenic protein was overlaid over decorticated l2-3 spinous process. The bone graft extender mixed with bone marrow aspirate was placed over this along with a strip of bone graft extender mixed with bone marrow aspirate. Prior to placement of the l2 pedicle screw on the left side, a foraminotomy at l2-3 was done to be certain that there was no medial wall breach of the l2 pedicle with the screw placement. A similar procedure was done on the right side.no patient complications were reported.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.